Event description:
Pt undergoing thrombolysis of left limb in interventional radiology. Perclose device used to approximate arteriotomy site was advanced into right linb on the aorto-femoral graft and upon its removal, the device broke leaving a long segment within the lumen of the right limb. Pt taken to o.r. For groin exploration and removal.